Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a partial gastrectomy/splenectomy procedure, the surgeon fired the device across the stomach and when he observed the staple line, it had fired malformed staples. They used another device to complete the procedure. There was no patient consequence reported.